Manufacturer narrative:
The locking mechanism linking the two arms of the crosslink was not returned for analysis. The returned implants do not present damage that could be responsible for the event. No conclusion can be taken as the locking mechanism linking the two arms of the crosslink was not returned for analysis.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that after proper placement of vertex hooks and cortical elements, the doctor placed a crosslink over rods, screwed one gold screw on the crosslink and wanted to screw the center screw when the head of the screw broke off and stuck inside the driver. There were no reported patient complications.